Manufacturer narrative:
As noted in this event was found during the inspection of a returned loaner device. There was no patient involvement. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus video system center loaner device was returned to olympus. During the inspection of the device, it was discovered that the illumination components (leds) were testing out of specification. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the illumination components, consisting of narrow band imaging and white light imaging, being out of specifications was caused by the light-emitting diode (led) light source unit failure. However, the definitive root cause of the led light source unit failure could not be determined. Olympus will continue to monitor field performance for this device.